Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-may-2018 with the following findings: during investigation, the battery compartment was cracked at the threads on the side and below the grip pad. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister and on the display screen inside the pump. The leak test failed due a battery compartment leak. The pump was unable to power up and was completely unresponsive due moisture corrosion. The reported power complaint was duplicated. The pump cover was removed and further moisture ingress was found to the power printed circuit board and to the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.